Manufacturer narrative:
Investigation: samples received: 1 open sample and 13 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 1,944 units. There are no units in stock in b. Braun surgical's warehouse. We have received 13 closed samples and an open sample with a detached needle inside the pack. We have visually analyzed the detached needle received and there are marks of the needle holder/surgical instrument in the needle attachment zone. The needle was damaged during handling and it broke in the attachment area. The steel of the needle is deformed in the attachment zone. As informed in the instructions for use of the product: "grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Regarding the closed samples received: tightness test to the samples has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep):2.65 kgf in average and 2.31 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: the needle received showed a damage in the attachment area caused by a wrong handling. Moreover, the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. However, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information is received a follow up report will be submitted.

Event description:
It was reported needle detachment. The reporter indicated that during a laparoscopic cholecystectomy the needle detached from the thread/wire during closure of the abdominal wall. The needle remained in the thickness of the wall. Its recovery required the use of the image intensifier (x-ray) to locate it. He surgeon also needed to augment the operative wound and use a magnet to recover the needle. Extension of the operating time was greater than 15 minutes.